Manufacturer narrative:
It was reported that a primary alarm failure had occurred. The remote service engineer (rse) provided the customer with the part number of the speaker to order and replace. The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) and both speakers to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a primary alarm failure had occurred. The remote service engineer (rse) provided the customer with the part number of the speaker to order and replace. The investigation is ongoing.